Manufacturer narrative:
The subject device was returned and visually evaluated. The barrel insert was returned free from the distal end of the device. The tabs that hold the barrel insert in the cannula had been crimped, however, it appears that forces applied to the device during use resulted in the barrel insert being expelled. Components of the device were noted to be damaged from applied force. The guide wire and back up tabs were both significantly bent. A lot number was not provided, therefore, a review of the manufacturing records could not be performed. The instructions-for-use (IFU) supplied with the device includes: "contraindications associated with laparoscopic and open surgical procedures relative to mesh fixation apply, including but not limited to fixation of bone and cartilage." The information provided by bard represents all of the known information at this time.

Event description:
During a bilateral inguinal case with a 3d max mesh, in which optifix fasteners were used to fixate the mesh, the barrel insert component detached during use. Several fasteners were deployed with some directly into bone prior to the barrel insert coming free. The fastener deployed into the bone was flush, not proud. The barrel insert was noted to have come free and was removed without tissue. There was no patient injury as a result of this event.